Event description:
Rptr has had three power tools fail in the same manner within the last 5 months, the failure mode is that the tool will not turn off without removing the battery. (Also see 1007605, 1007606).